Event description:
It was reported the patient went to charge her battery yesterday, and she was unable to charge. This problem with not being able to charge the implantable neurostimulator (ins) started yesterday afternoon. The patient tried to start a recharge session and the screen showed it was not connecting. A communication problem was reported. The battery started getting low and it would hesitate and the ins ¿died fully¿ yesterday. The ins reached an empty state yesterday. The patient felt like it was shutting on and off before it stopped yesterday. The patient had last successfully charged to the halfway point last week. The patient thought it was the ins because she has had it since 2008. The patient was able to use her insr up until yesterday. The patient had been recharging weekly and was getting a reposition antenna screen. The patient tried repositioning and the antenna dial and was a ¿pro¿ at that. The patient was following up with her health care provider (hcp). The patient called the health care provider (hcp) 2 hours ago and was waiting for them to call back. The patient was in a lot of pain and wondered if she went to the emergency room if it would help resolve the recharging issues with meeting a rep. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37791, serial# unknown, product type: recharger; product ID 3550-29, lot# n172013, implanted: (B)(6) 2010, product type: accessory; product ID 37092, lot# 250430002, implanted: (B)(6) 2010, product type: accessory; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).